Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during an unknown procedure performed on (B)(6) 2014. During the procedure, it was noticed that the stent was torn at the time of passage. It was unknown how the procedure was completed. There were no known patient complications reported as a result of this event.